Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/07/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, inflammation, drainage, pustules, and staph infection which occurred 9 days after the sensor had been inserted in the arm. The patient was treated with cephalexin 250mg/5ml which cleared the infection. However, she is on a second round of antibiotics to treat another staph infection from a skin reaction on the other arm. No additional event or patient information is available.